Event description:
A customer reported to baxter corporate product surveillance a small volume intermate in which a leak was observed from the top of the bladder. According to the report, the alleged defect was observed when the facility was attempting to fill the device. There were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed through the sample evaluation. A visual inspection of the sample revealed fluid inside the housing due to leakage. The cause of the leakage was due to missing film-wrap. Corrective action awareness training was conducted with the operators to correct the issue. A review of all batch record documents was performed with no issues noted during the manufacturing process.